Event description:
Bpm readings will not read out of the 30's. She said there does not seem to be any holes in the hose. Follow-up call: her normal bp rages between 170-200's/92-100+. The machine will pump up and when counting down, an error appears on the screen.